Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their molars are not making contact and their front incisors are touching, almost creating an underbite. Requested additional information and provided information about oral hygiene as it is poor. Advised patient that video provided by them appears to look like the posterior bite they started with, bite may feel off due to alignment not reached on lower.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.